Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient felt an intermittent click from their pump during dialysis. It was noted that the patient's renal dysfunction was a pre-existing condition. The click occurred around every 30 seconds. The clicking started on the evening of (B)(6) 2024 while the patient was not in the hospital and then occurred again on (B)(6) 2024 when in the hospital. It was noted that the nurse was able to hear the click as well. The click noise was described as sounding like someone clicking their fingers. It was believed the clicking was consistent with the pump rubbing against the patient's rib. The patient was given pregabalin for symptom relief. The patient felt fine. Log files were downloaded and no events were seen.

Manufacturer narrative:
H6: codes corrected. Manufacturer's investigation conclusion: the report of a clicking sound could not be confirmed through this evaluation. It was later reported that the sound was due to rubbing of the pump against the patient¿s rib. The submitted controller event log file contained events spanning from 18jun2024 to 26jun2024. No notable events or alarms were captured. The pump appeared to operate as intended at the set speed throughout all submitted log files. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook says to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.